Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is very satisfied with the meter results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 268 mg/dl fasting. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl and 162 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 04/15/2019. The meter memory was reviewed for previous test result history: (B)(6).